Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customers reported problem was confirmed, due to a defective circuit (cm) board. Additionally, one groove of the front panel is broken, corrosion was found on the circuit board (cn) and on the top cover and back panel. The scope socket is loose and there is heavy dust was found inside the unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry that the visera elite video system center is ¿not working¿. The reported problem was found during inspection before use. No death or injury was reported; no procedure or patient was involved. The olympus field service engineer inspected the device and confirmed the device is not working, no image comes on. The device will be sent to olympus for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the defective (cm) circuit board was due to the substrate being used in a dusty and highly corrosive operating environment. The event can be prevented by following the instructions for use for the otv-s190 which states: avoid using the video system center in a dusty environment. This may damage the video system center. Olympus will continue to monitor field performance for this device.